Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to the reported difficulty deploying the plunger include, but not limited to, interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was performed with two prostyle devices using the pre-close technique via a 14f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the plunger was depressed on one of the devices, the black collar of the plunger did not reach the main body of the device. It was also noted that there was no audible ¿click¿; however everything else worked fine. The sheath was upsized to a sheath greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.